Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted due to high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 39.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.